Event description:
Patient 3 of 3. It was reported when using the bd vacutainer® serum blood collection tubes there was hemolysis of the sample. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 08-may-2024. H.6. Investigation summary: bd received seven hundred and fifty-five (755) samples for investigation. Thirty (30) samples were randomly selected and evaluated by visual examination. No issues were observed. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient #3 of 3 it was reported when using the bd vacutainer® serum blood collection tubes there was hemolysis of the sample. There were no health consequences or impacts reported.